Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a stent dislodged from the balloon inside the patient. A 7.0x60x135 express ld vascular stent was selected for a stenosed iliac stenting procedure. During the procedure, while advancing to the lesion, the stent separated from the balloon. The physician surgically removed the stent and the procedure was completed using a new express ld vascular stent. No further patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a stent dislodged from the balloon inside the patient. A 7.0x60x135 express ld vascular stent was selected for a stenosed iliac stenting procedure. During the procedure, while advancing to the lesion, the stent separated from the balloon. The physician surgically removed the stent and the procedure was completed using a new express ld vascular stent. No further patient complications were reported. It was further reported that the separation from the balloon occurred just ahead of the sheath near the femoral access. To remove the stent, the physician made a cut near the puncture at the femoral access and no components remained in the patient body.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer. The device was returned with the stent detached from the balloon. The stent was not returned for analysis. Balloon: a visual examination found that the balloon to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The stent crimp marks were clearly visible on the balloon material. Stent: the device was returned with the stent completely detached from the balloon catheter. The stent was not returned for analysis. Tip: a visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. Shaft: a visual and tactile examination identified no issues with the shaft that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a stent dislodged from the balloon inside the patient. A 7.0x60x135 express ld vascular stent was selected for a stenosed iliac stenting procedure. During the procedure, while advancing to the lesion, the stent separated from the balloon. The physician surgically removed the stent and the procedure was completed using a new express ld vascular stent. No further patient complications were reported. It was further reported that the separation from the balloon occurred just ahead of the sheath near the femoral access. To remove the stent, the physician made a cut near the puncture at the femoral access and no components remained in the patient body.